Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that bubble in his infusion set can see bubbles in the reservoir and also a bubble in the line. The customer reported that the approximate size of air bubbles is 0.25 of inch. During troubleshooting, the customer reported that insulin was allowed to sit for about 5 minutes at room temperature. The customer was instructed to disconnect at the quick release and found air bubbles at the top of the reservoir. The customer was instructed to change the set. The product will not be returned for analysis.